Manufacturer narrative:
The patient weight is not available from the site. Concomitant medical products: product ID: 9735786, serial/lot #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the monitors on the navigation system were reported to be "flickering". It was reported that the signal was distorted and had black squares. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was suspected that the graphics card of the computer caused the reported issue. Additional information was received stating that on both carts the monitors there are parallel line issues. The signal was distorted or has black squares. The problem could also not be solved by connecting the main monitor to the hdmi output for the external screen. Also the external output showed the same pattern. Additional information was received stating that the procedure was able to be continued with the use of the navigation system. There was no adverse event that occurred with the patient. The computer is planned to be changed.

Manufacturer narrative:
The computer was returned for analysis. Functional testing determined that the computer was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735786, serial/lot #: (B)(6) ; product ID: 9735764, lot/serial #: (B)(6) h3) the pcoip computer was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. The pcoip was returned and the unit was boot tested with the ssd to desktop. The video capture was not working. The picolo studio loads but does not display the captured video. The upper pcoip ip address was no longer at the medtronic reconfiguration. They tried to connect the card default and it was still not connecting. The dvi output was normal (no distortion as reported). The port was able to duplicate the video distortion. The computer had a failed graphics card. Vendor analysis was able to duplicate the video distortion and replaced the graphics card. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The graphics card was determined to be the cause of event. The system passed a system checkout and was returned to an operational condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.